Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports physical damage to insulin pump. Customer states there is a crack on display screen caused by dropping on bathroom floor. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.